Manufacturer narrative:
This report is filed june 30, 2014.

Event description:
Per the clinic, the patient experienced headaches and non-auditory percepts with device use. Reprogramming attempts were made; however, the issue could not be resolved, resulting in the decision to permanently discontinue use of the device. There are plans to explant the device and to reimplant the patient with another device, however it is unknown if this has occurred as of the date of this report, (B)(6), 2013. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per the surgeon, the device was explanted on (B)(6) 2013; during the same surgery, the patient was reimplanted with a new device. This report is filed october 23, 2013. Device currently unavailable.